Manufacturer narrative:
Additional info will be provided once the investigation is complete.

Event description:
It was reported that during a case, the unit's trigger got stuck resulting in excessive suction.